Event description:
On 03/06/2000, the MFR's representative received a fax report from the international distributor that states the following: pt had the device implanted in 1997. The device was removed 1999. It is reported that during removal, it was noted the catheter portion had separated from the device. It was located in the pt's right atrium and ventricle, and was removed during a 6-hour long procedure in the angiography suite. The product involved in the event is not available to be returned. No further details were provided.